Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device brekage') and fallopian tube perforation ('migration of essure device location of device: pelvis/ perforation: tube/expelled essure into pelvis') in an adult female patient who had essure (batch no. 869762,20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), mood swings ("hormonal changes/mood swings"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), infection ("infection"), anxiety ("worried"), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal cellulitis ("possible cuff cellulitis"), hot flush ("hot flashes "), night sweats ("night sweats"), insomnia ("trouble sleeping "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), abdominal pain lower ("left abdominal pain"), arthralgia ("hip pain"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, vaginal discharge, fallopian tube perforation, vaginal cellulitis, allergy to metals, abdominal pain lower and metrorrhagia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, mood swings, visual impairment, gastrointestinal disorder, fatigue, infection, anxiety, hot flush, night sweats, insomnia, vaginal haemorrhage, arthralgia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hot flush, infection, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2011. Date of essure removal date: 43306 (as reported). Patient reported that she hard to feel confident. State of implant: oh. Discrepancy noted in essure removal date: (B)(6) 2012. Discrepancy noted in state of residence: al . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received : reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device brakeage') and fallopian tube perforation ('migration of essure device location of device: pelvis/ perforation: tube/expelled essure into pelvis') in an adult female patient who had essure (batch no. 869762,20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), mood swings ("hormonal changes/mood swings"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), infection ("infection"), anxiety ("worried"), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal cellulitis ("possible cuff cellulitis"), hot flush ("hot flashes "), night sweats ("night sweats"), insomnia ("trouble sleeping "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), abdominal pain lower ("left abdominal pain"), arthralgia ("hip pain"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, vaginal discharge, fallopian tube perforation, vaginal cellulitis, allergy to metals, abdominal pain lower and metrorrhagia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, mood swings, visual impairment, gastrointestinal disorder, fatigue, infection, anxiety, hot flush, night sweats, insomnia, vaginal haemorrhage, arthralgia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hot flush, infection, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2011. Date of essure removal date: 43306 (as reported). Patient reported that she hard to feel confident. State of implant: (B)(6). Discrepancy noted in essure removal date: (B)(6) 2012. Discrepancy noted in state of residence: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: left occlusion only.. Lot number: 20183089, manufacturing date: 2009/06, expiration date: 2012/06. Lot number: 869762, manufacturing date: 2011/06, expiration date: 2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('device brekage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), infection ("infection") and anxiety ("worried") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the device dislocation, device breakage, menorrhagia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, headache, nausea, hormone level abnormal, visual impairment, gastrointestinal disorder, fatigue, infection and anxiety had resolved. The reporter considered abdominal pain, anxiety, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and visual impairment to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2011. Date of essure removal date: 43306 (as reported). Patient reported that she hard to feel confident. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device brekage') and fallopian tube perforation ('migration of essure device location of device: pelvis/ perforation: tube/expelled essure into pelvis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), mood swings ("hormonal changes/mood swings"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), infection ("infection"), anxiety ("worried"), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal cellulitis ("possible cuff cellulitis"), hot flush ("hot flashes "), night sweats ("night sweats"), insomnia ("trouble sleeping "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), abdominal pain lower ("left abdominal pain"), arthralgia ("hip pain"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, vaginal discharge, fallopian tube perforation, vaginal cellulitis, allergy to metals, abdominal pain lower and metrorrhagia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, mood swings, visual impairment, gastrointestinal disorder, fatigue, infection, anxiety, hot flush, night sweats, insomnia, vaginal haemorrhage, arthralgia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hot flush, infection, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2011. Date of essure removal date: 43306 (as reported). Patient reported that she hard to feel confident. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: this is a retention case. All the information: reporters, events: migration of essure device location of device: pelvis/ perforation: tube/expelled essure into pelvis, possible cuff cellulitis, vaginal cellulitis, hot flashes, mood swings, night sweats, trouble sleeping, abnormal bleeding (vaginal), nickel allergy, left abdominal pain, hip pain, back pain, metrorrhagia (bleeding b/w periods). Outcome of previously added event hormonal changes updated to mood swings and menorrhagia updated to recovered/resolved. References details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), infection ("infection") and anxiety ("worried") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the device dislocation, device breakage, menorrhagia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, headache, nausea, hormone level abnormal, visual impairment, gastrointestinal disorder, fatigue, infection and anxiety had resolved. The reporter considered abdominal pain, anxiety, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and visual impairment to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2011. Date of essure removal date: (B)(4) (as reported). Patient reported that she hard to feel confident. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: migration, device breakage, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, vag. Discharge, migraine, headaches, nausea, hormonal changes, vision probs, gi conditions, fatigue, infection, worried. Outcome of the events pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, migraine, headaches, nausea, hormonal changes, vision probs, gi conditions, fatigue, infection, worried were updated to recovered/resolved. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.